Manufacturer narrative:
H3: product analysis: evaluation determined that the allegation of device not working was confirmed. The likely cause of device failure was due to broken bearings inside the tube. It was also noted that bearings were worn/detached, laser markings were faded and the tube tip was worn/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparing for use the attachment was not working. The patient was not involved and there was no patient/staff impact. Additional information received stating that bearings were broken which was found upon evaluation.